Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was using a turbohawk plus and a spider fx during treatment of a 500mm plaque lesion with 70-90% stenosis in the proximal/mid region of the superficial femoral artery (sfa), popliteal artery and anterior tibial artery(at). The artery diameter was 2.5-4mm with moderate tortuosity and mild calcification. The patient was previously treated for chronic total occlusion from common femoral artery to anterior tibial artery 2 months previous. The device was inspected and prepped as per the IFU with no issues identified. Angio images show 70-90% restenosis identified in the sfa. A 3mm spider was placed into the anterior tibial artery. The turbohawk plus was then used to treat the whole segment. After several passes the cutter blade inside the nosecone was noticed to be bending at an angle. The physician tired to remove the turbohawk plus but noticed resistance removing from the sheath. Pulling slightly he was able to remove turbohawk plus safely from the patient with all parts intact. It was not possible to turn off the thumbswitch. The physician had to push the thumb switch forward and then turn off the battery. The cutter was outside the housing when crashed. The position of the cutter in relation to the nosecone during device removal from the patient was outside the housing. The device was safely removed. No pieces of the cutter were noticed to be missing. On removal, a bulge in the nosecone was noted. A new device was opened to proceed. After taking angio picture physician identified that there was emboli in the at and the spider was occlusive to distal flow in the anterior tibial. The spider was full and flow was occlusive, no issues were noted with the spider. After pta in proximal anterior tibial and popliteal and superficial femoral artery the spider was removed. Embolization was identified in the anterior tibial artery. The physician tried aspiration to remove the emboli but was not fully successful.